Event description:
It was reported that allegedly a pta balloon circumferentially ruptured while being used for angioplasty in an av graft in the upper arm. The balloon ruptured during the first inflation at 25 atm, held less than one minute. Upon rupture, the balloon fragmented. The device and the fragmented portion of balloon were removed successfully from the pt. The separated portion of balloon was still on the catheter. The device was advanced over a glidewire through a 7f introducer sheath. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway. This is the only complaint reported to date for this lot number.